Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused due to software failures. A technical support specialist restarted the bd services on app server to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, all patients were not crossing to all stations. The customer stated that the malfunction prevented the user from issuing medications to the patient, caused a delay in getting medications but no harm reported. There were no adverse events or injuries reported based on this event.